Event description:
In '08, as reporter/layperson spoke with a customer care advocate, cca, regarding his son's (patient/layperson's) onetouch profile meter. The patient only recently came to live with the reporter. The reporter alleged that the meter would not turn on despite having replaced the batteries. The cca replaced the meter and test strips. The reporter requested a meter with a 30 day average as recommended by the ER. This senior medical affairs specialist has mailed a letter to the reporter since the phone number continues to be disconnected. The complaint is classified based upon information given to the cca. Approximately one of two weeks prior to the reporter's conversation with the cca, the patient's meter reportedly would not turn on, even with new batteries. Since the patient had no back up meter, he used the "ketone strips" according to the reporter. The cca asked whether the patient's "constant headaches, vision problem, twitching eyes" began before, during, or after the power issue. The reporter responded, "probably the same time." The reporter said he was not made aware of the alleged power issues until the event day, the day the patient was treated in an emergency room. The patient, diabetic since age one, was reportedly treated with "IV saline" in the ER after the ER's meter result of 485 mg/dl. The reported stated, "he was dehydrated". The reporter did not indicate whether insulin was given to the patient. According to the reporter, the patient "has been using a box of test strips that he had years ago. He has been using and using them, so they have dwindled." Whether the patient stopped taking his humalog is unknown. The complaint is classified as an adverse event since the reporter alleged that the patient had not tested for several weeks due to the alleged power issue and ultimately had to be treated for elevated blood glucose in the ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.